Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the digital image storage had no image and the power button was blinking. The issue was found during preparation for use in a diagnostic, unspecified procedure. The procedure was completed using the video tower. There was no delay, and there were no reports of patient harm.